Event description:
It was reported that after implanting two stents in the right coronary artery, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after percutaneous cannulation of the vessel a 5-french sheath was inserted at the access site, but bleeding occurred around the sheath. The 5-french sheath was removed over a guide wire and a 7-french sheath was inserted with no further bleeding. During needle plunger deployment, the device angle was maintained at 45 degrees, the device was stabilized with the left hand by holding the proximal guide, and the needle plunger was fully depressed until the collar was touching the body of the device. However, the needle plunger could not be removed. The device became stuck and could not be removed. The device was surgically removed. Hemostasis was achieved surgically. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty retracting the needle plunger and difficulty removing the device were confirmed. Evaluation of the device revealed that the lever was closed to retract the foot prior to removing the plunger. This is an incorrect deployment sequence/technique per the instructions for use (IFU). The IFU states under the smc device placement section to disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. Cut the suture from the anterior needle distal of the link. Use of the quickcut suture-trimming mechanism located on the handle is optional. Relax the device and then return the foot to its original position by pushing the lever (marked #4) on top of the device, down to its original position. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.